Event description:
During the treatment of a pt, the screen on the monitor froze. The monitor displays the time remaining in the procedure and showed "7 seconds remaining" at the end of the procedure. The laser itself was unaffected by this event and ran for the correct procedure time. The pt was successfully treated and did not experience and untoward effects.